Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#3006705815-2018-00940. It was reported that during the scs trial implant procedure (B)(6) 2018, the leads were difficult to be placed due to existing fusion, severe stenosis and extremely limited epidural space. Following the procedure, patient complained of leg pain. When therapy was enabled the patient reported paresthesia which made her pain worse. The patient requested to have the trial leads explanted immediately. The patient reported the leg pain did not improve after the leads were removed. The physician believed the pain was due to nerve irritation and will subside in 2-3 days. The procedure was reportedly extended. Issue resolved on its own and the patient does not have pain.